Manufacturer narrative:
Gbo complaint:(B)(4). No samples were received fro evaluation. No pictures were received. We have no further complaints on the material/batch. We forwarded the complaints to our affiliated headquarter in (B)(4) from which we received this product. According to the investigation and comments, a review of the production and testing documents indicate no deviations were detected and all requirements were met during production. No abnormalities or deficiencies were detected during in process control that would affect function. Samples from inventory were investigated and no deviation were detected. Therefore the complaint is not confirmed.

Event description:
Customer reported that a needle dislodged from qscp and stuck in the arm of the patient during blood collection. No patient injuries occurred as a result and no needle stick injuries/blood exposures occurred with the employee involved.